Manufacturer narrative:
(B)(4). The lead has not been returned at this time. If the device is returned, analysis will be performed and this report will be updated.

Event description:
It was reported that this right atrial (ra) lead exhibited noise and oversensing. The lead was therefore explanted and replaced. No additional adverse patient effects were reported.